Event description:
Customer reported issue with pump screen that remained dark and would not turn on, accompanied by the battery not charging. There was no adverse impact to the customer's blood glucose level. Technical support advised customer to attempt several troubleshooting steps, including using different charging supplies. As the issue persisted, technical support arranged for a replacement charging cable and wall adapter to be sent via two-day shipping and instructed the customer to use a backup insulin pump if necessary until the new supplies arrived.